Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: during removal of a proximal femoral nail ¿ anti-rotation and spiral blade, the spiral blade stuck to the extraction screw such that the threaded end of the extraction screw broke upon removal of the spiral blade. This is report 2 of 2 for complaint com-(B)(4). This report is for an unknown spiral blade.